Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The customer reported problem was unable to perform exposure. Later, during troubleshooting the customer tried to restart the system and perform exposure. After the restarting the system, device was working normally. This almost took 10 minutes. No service has been performed by philips, since the issues was resolved by customer.at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to expose. No harm to user or patient were reported. Philips has started an investigation of this complaint.